Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
According to the report, an ascending aorta replacement was performed on a female who developed acute aortic dissection one to two years ago. Bioglue was applied in proximal and distal false lumen and suture lines. Instructions for priming and drying the field were followed. Effusion in 0.5mm to 1cm in width of proximal suture line was found by CT scan when the patient came to the hospital after discharge. Inflammation has not developed and the patient receives follow-up examination. Additional information was received that the effusion was 0.5 to 1.0cm in width and it was in the proximal suture line. It is unknown how long postoperatively the effusion was observed, but it might be between a month and a year after surgery. No intervention was planned; the patient was under observation. A j-graft was used. The amount of bioglue used was unknown, but the surgeon stated that "a proper quantity (2mm in thickness and 2cm in depth) was used according to the IFU. A review was performed of possible lot numbers and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. Based on the information available at the time of the report, the cause of the effusion observed in this patient was unable to definitively be determined. It remains unclear what "effusion" actually refers to in this complaint. The complaint stated that "effusion in 0.5 to 1cm in width of proximal suture line" detected via CT scan while in the additional information received stated that "the surgeon judged that this event was not inflammatory response because the pleural effusion did not spread when postoperative CT scan was performed." The description and drawing provided does not appear to be consistent with pleural effusion as the "effusion" described and illustrated appears to be focused very closely around the aortic graft-native tissue junction and suture line. Effusion usually means a collection of fluid within a body cavity. It is presumed that the intent was to describe a fluid collection at the proximal suture line. Small fluid collections at the site of surgery are not uncommon and are usually related to an expected local inflammatory/healing response. The event is unlikely to be clinically significant, congruent with the surgeon's clinical plan of observation without surgical intervention. Presuming the interpretation of the event is correct, the fluid collection noted at the proximal suture line likely represents a mild inflammatory response to bioglue and/or surgical injury. Such a response is not unexpected.

Event description:
According to the report, an ascending aorta replacement was performed on a female who developed acute aortic dissection one to two years ago. Bioglue was applied in proximal and distal false lumen and suture lines. Instructions for priming and drying the field were followed. Effusion in 0.5mm to 1cm in width of proximal suture line was found by CT scan when the patient came to the hospital after discharge. Inflammation has not developed and the patient receives follow-up examination.

Event description:
According to the report, an ascending aorta replacement was performed on a female who developed acute aortic dissection one to two years ago. Bioglue was applied in proximal and distal false lumen and suture lines. Instructions for priming and drying the field were followed. Effusion in 0.5mm to 1cm in width of proximal suture line was found by CT scan when the patient came to the hospital after discharge. Inflammation has not developed and the patient receives follow-up examination.